Event description:
It was reported that a previous interrogation of the implantable pulse generator (ipg) revealed that the ipg longevity was within expected range. However, approximately one year later upon device interrogation, it was noted that the ipg had triggered elective replacement indicator (eri) sooner than expected. It was also noted that some time prior to eri the ipg ventricular capture management (vcm) detected what was interpreted as a high threshold and adapted the outputs of a competitor's lead. Subsequently, the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).